Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient noted feeling ill with a heart rate around 40 bpm and presented for a follow-up. When interrogated, the device was noted to be in retry mode. The right ventricular (rv) lead impedance measurements were 180 ohms and insulation damage or a lead fracture were suspected. Noise and oversensing were also noted on the rv lead. As a result, the device was programmed to doo 70 ppm and a revision procedure was scheduled. During arm movements and pocket manipulation, no noise was produced. Engineering reviewed the data provided and noted no anomalies with the device. The rv lead was explanted. At the same procedure, the device was explanted and replaced due to concerns regarding longevity. No additional adverse patient effects were reported.